Event description:
Pt experienced an unwitnessed fall from bed resulting in subdural hematoma with decreased level of consciousness. Product requires facility testing prior to use; product not designed to be folded. Pad in question tested at hosp by account rep in front of nursing staff and found to be operational. Pad test date (date in use) was not filled out on pad. Account rep: (B)(4).

Manufacturer narrative:
Pads sent rep (B)(4) into the facility to verify performance issues of pad. The pad in question was observed and tested with monitor and found to work. Reporter, (B)(6) (nurses), all witnessed the pads correct operation with the monitor. Additionally, a pad from the same shipment to (B)(6) of the same lot and ship date was tested and found to be operational with monitor, with no complaint. One would have to conclude that the pad was not correctly connected to the monitor. Pads rep will initiate the replacement of all stanley tabs monitor with new pads monitors, provide additional in-service training on operation of monitor/pad connection, testing of monitor before use, and other installation requirements as laid out by pads monitor and manual.